Event description:
Customer alleged, the lancet needle did not retract after firing in the softclix. The customer reported, no accidental sticks. A request was made for the return of the suspect device and replacement product was sent.